Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the complaint could not be determined. The device was returned with the needle release button depressed, due to this condition, it is not possible to determine if the needle button had inadvertently retracted during use.

Event description:
Patient stated needle button accidently released prior to the completion of the 24-hour period. Patient stated she put v-go 20 (on abdomen) this morning and was laying on the couch and the start button popped up.

Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the complaint could not be determined. The device was returned with the needle release button depressed, due to this condition, it is not possible to determine if the needle button had inadvertently retracted during use.